Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2318500, model: sc-2318-50, serial: (B)(6), batch: 5003442, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) leads of the patient had migrated. Imaging was acquired to confirm scs lead migration. The patient underwent a scs lead replacement, was doing well postoperatively and the explanted devices were disposed by the facility.